Event description:
A falsely elevated ctni result of 2.64 ng/ml was obtained on one patient. The ctni result obtained on a sequential sample 6 hours later was <0.04 ng/ml. The original sample was retested and a result of <0.04 ng/ml was obtained. The incorrect ctni result was reported to the physician. There was no treatment or report of adverse health consequences as a result of the falsely elevated ctni result. Based on instrument data, sample integrity is the most likely cause of the elevated ctni result.